Event description:
A center director reported that one month following photorefractive keratectomy (prk), the patient presented with an unexpected refractive outcome and explained that the patient residual astigmatism. Per the director, the refraction indicates that the cylinder was overcorrected and the axis had flipped. Nevertheless, the patient is happy with his vision and no medical intervention is planned. In the surgeon's opinion, it is unclear what caused the event.

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information was provided. No sample is expected for evaluation. The system history showed that the laser was successfully verified prior to, and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).